Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery (lad). After a synergy drug-eluting stent was deployed in the lesion, another synergy stent was advanced overlapping the previously implanted stent. However, when the stent delivery system (sds) balloon was inflated, it looks like the stent came off the balloon and migrated forward. The sds balloon was advanced and deployed the stent in the distal area. Another stent was deployed between the first and second stent and the procedure was completed. No patient complications were reported.